Event description:
Discordant calcium_2, cholesterol_2 and triglyceride results were obtained on one patient sample on an advia 1800 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate system. The customer stated that the tests were not ordered by a physician. The customer was running a sample drawn from her husband. There are no reports of patient intervention or adverse health consequences due to the discordant calcium_2, cholesterol and triglyceride results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument and instrument data, the cse flushed the reaction tray wash unit and the dilution reaction tray wash unit. The cse checked the instrument vacuum and probe alignments and replaced the dilution and sample seals. The cause of the discordant calcium_2, cholesterol_2 and triglyceride results is unknown. The cse successfully ran samples and qc. The instrument is performing within specifications. No further evaluation of the device is required.